Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. Update (B)(6) 2015 -pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocation, pain, clicking/grinding, metallosis, and impingement. No labs were provided for the alleged high metal ions. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup and the cup was revised. After review of the previous medical records received for MDR reportability, it was found in the operative note that the cup was not removed during the revision and it was well fixed. There was no labs provided in the medical records, however, the level of chromium was 8.3 in the pfs.